Event description:
Pt status deterioration. Returned from intermediate to acute ICU. Found bleeding arterial erosion when rectal probe removed. Area required physician suturing. Unable to accurately determine the length of probe duration.